Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unable to perform displacement and self test. Back light anomaly confirmed after visual inspection due to moisture damage on gold finger connector between lcd and pcba2.

Event description:
The customer reported via phone call that backlight of insulin pump was not turn on. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. Customer reported the backlight anomaly was on the lcd. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.